Event description:
It was reported that prior to the start of a da vinci-assisted general surgical procedure, post anesthesia, the customer reported to technical service engineer (tse) during the case set up, that they were getting a u-02 error on the erbe. Tse had customer hard power cycle erbe; remove the external foot pedal cables, hard power cycle the erbe and vision side cart (vsc) with the cables removed; however, the errors persisted. The procedure was unknown how it was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have a generator communication error. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.